Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device revealed superficial wear in the form of discoloration, nicks and scuff marks on its surface. The torque wrench was mechanically tested and was within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The investigation could not verify or identify any evidence of the device contribution to the reported problem. It is not suspected that the device failed to meet its specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, that the point of torque wrench shaft was spinning in set screw head, they had to change to alternative instruments.. There was evidence of wear at the hex of the torque shaft. It is unknown if there were procedure and patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device.